Manufacturer narrative:
Patient was able to connect and recharge their device. Ipg is not inoperable.

Event description:
It was reported that the patient was able to reconnect to their ipg and charge their device. Ipg is not inoperable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg in inoperable. The patient may undergo surgical intervention to have their ipg replaced.